Manufacturer narrative:
The partial lead was returned in segments, analyzed, and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage and stretching. The analyst also noted that considerable explant damage was visible on returned lead. The lead was stretched, cut, torn and melted at various locations. The overlay tubing was breached at various locations. The overlay tubing is not insulation and does not affect electrical performance. Cosmetic depression was visible at 7 and 8cm (connector legs) and no breaches were visible. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead had insulation damage seen during the device changeout. The lead was replaced. No patient complications have been reported as a result of this event.